Event description:
It was reported that the patient was in the emergency department due to falls. The device was interrogated and high right ventricular (rv) lead impedance was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product: p1501dr pacemaker (B)(6) 2006; icf09b45 non-defib lead (B)(6) 2006. (B)(4).